Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The coil delivery wire and introducer sheath were not returned. The main coil was seen to be severely stretched, the suture damaged and main coil tangled. The main coil was seen to be fractured. Functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was not set up and maintained throughout the clinical procedure. The main coil got stretched while retracting back into the micro catheter. During analysis, the main coil was all that returned. It was seen to be fractured, stretched, tangled and the suture damaged. An assignable cause of procedural factors will be assigned to the reported damage of the main coil stretched as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the analyzed damage of the main coil broken/fractured during use, main coil stretched, main coil tangled and main coil suture damage as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was seen to be broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.